Event description:
Caller reported a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was informed by technical support that a replacement pump with updated software would be sent, and they would revert to multiple daily injections (mdi) to ensure continuous insulin delivery. Technical support provided instructions for placing the pump in storage mode and returning it via ups. The caller understood and acknowledged all provided instructions.